Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to both high and low impedances. Surgical intervention may be pending to address the issue.

Event description:
It was reported that during a system revision procedure on (B)(6) 2024 [related manufacturer reference number:1627487-2024-12268] to address the impedance, the lead was cut and left implanted. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction to b5. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.